Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited a possible lead fracture. The rv lead was reprogrammed and currently remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance in 2009 during a routine generator change, therefore the new device was programmed to unipolar. During a routine generator change in 2014, the rv lead exhibited increased impedance measurements both in unipolar and bipolar. An impedance measurement of less than 200 ohms was unable to be confirmed during the procedure. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.